Event description:
The pt has two leads from the same lot number. It was reported when the pt went to turn on his scs system, he experienced a increase in stimulation around his ribs and chest area. The pt stated it caused him to fall to the floor; however, he was able to turn the system off using the magnet. A sjm rep met with the pt for reprogramming and was unable to provide low back and leg stimulation. X-rays revealed to anomalies. The pt's physician feels there may be some fluid buildup around the pt's lead which is causing the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.